Manufacturer narrative:
The field service engineer (fse) observed the aspiration tubing came off the blood sampling valve (bsv). The fse replaced the aspiration tubing and cleaned the bsv to resolve the issue. The fse performed volume, conductivity, scatter (vcs) calibration, system startup, and quality control (qc). All results were within the acceptable specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.

Event description:
The customer reported less one milliliter of diluted blood leaked in the manual mode and onto the countertop while performing patient analyses involving the coulter hmx hematology analyzer with autoloader. The operator was wearing personal protective equipment (ppe) consisting of gloves and eye goggles and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer indicated patient results in auto mode did not reproduce. The customer-supplied data revealed a total of seven patients¿ samples were involved. Four tests were obtained for patient #1 which showed vote-outs for the white (wbc) parameters and lower values (red blood cell (rbc), hemoglobin (hgb), hematocrit (hct), and platelet (plt)) for analysis #4 compared to the other three analyses. Wbc vote-outs were also obtained for patients #3, #4, #6, and #7. No erroneous results were reported from the laboratory. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.